Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a motor error during rewind. The patient's blood glucose at the time of incident was normal and did not require medical treatment. There were previous motor errors found in the pump's alarm history. The pump was out of warranty and was not returned. Additionally, no products were shipped to the customer.